Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of esophageal cancer, while the device was being applied to the tubular stomach, the device was not fired completely. The device was fired in half and then could not be fired. There was an incomplete staple line distally and was fixed by firing again. They used another reload with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.